Event description:
I-flow rec'd a report stating, fast flow. No adverse event reported. Fill volume unk. Medication, fortum c, flow rate 10ml/hr. I-flow has no independent knowledge of the event reported but is relaying the info that was provided by the user facility where the incident occurred. (B)(4).

Manufacturer narrative:
The device history record was not reviewed. Sample eval: rec'd one empty, used pump for eval and investigation. The pump was refilled with normal saline solution to the nominal fill volume of 270ml for testing (actual fill volume not provided). When the pinch clamp was opened, the pump did not infused. The tubing was removed and the pump infused without the tubing. The flow restrictor was treated with an ultrasonic cleaner and air source for cleaning. The tubing was reconnected to the pump and the pump infused. A flow rate accuracy test was performed and the pump infused within specification. The directions for use (dfu) (1303046, rev. E) contains a caution for underfilling the pump: "cautions: actual infusion times may vary due to the following: filling the pump less than nominal results in faster flow rate." The delivery times provided in the dfu are approximate when pump is filled to a volume other than nominal.